Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.0-10.3cm from the distal tip. The etfe coating was intact at this location. (B)(6).

Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced.